Event description:
It was reported that the procedure was to treat a moderately calcified right coronary artery that is 75% stenosed. The 4.0x8mm nc trek neo balloon dilatation catheter (bdc) was inflated twice to 14 atmospheres; however, ruptured during the second inflation. A non-abbot device was used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation determined the reported difficulty appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.